Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure erbe errors occurred. The intuitive tech support engineer (tse) reviewed the system logs and found multiple 25913 (c-51, m-18) errors in the system logs. The tse walked the customer through performing a hard power cycle of the erbe, but the errors continued to persist. The customer did not have a backup energy device and opted to continue with the procedure. The customer was still able to get the required energy from the erbe and completed the case as planned. The customer requested that an intuitive field engineer follow up as soon as possible. There were no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments on the system. The iesu has no significant scratches or dents. The front bezel is in decent condition. The root cause is attributed to the defective component. The measurement value for power supply unit voltage was too great.